Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The disk drive and the micro switch were replaced. The collision sensor was adjusted. The system was tested and operates as intended.